Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 400 mg/dl. Pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy.